Event description:
The customer reported that the t button on their device no longer worked, which prevented the pump from starting despite being connected for over two hours with different cables. There was no adverse impact to the customer's blood glucose level as no information was provided regarding blood glucose values. The device was found to have a missing t button, and as a solution, the customer was provided with a replacement pump.